Event description:
It was reported that pump issued recurring cartridge alarm during insulin delivery and customer was unable to resume insulin therapy after attempting to load new cartridge. There was no reported impact to the customer¿s blood glucose level. Customer followed support guidance to load new cartridge, but alarm persisted, so customer transitioned to multiple daily injections as backup therapy, pump was placed in storage mode, and replacement pump was arranged with instructions to return malfunctioning pump within specified time frame.